Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks to the hypotube at 34cm and 82cm from the hub. Microscopic examination revealed a longitudinal tear approximately 7mm from the tip and approximately 8mm long. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on the device analysis completed on 18apr2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced but failed to pass the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a balloon longitudinal.